Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument had a broken wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the yaw pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.